Event description:
The consumer reported they went to turn stimulation up on the day of the report because their back was hurting and saw the "call your doctor" screen with the end of service (eos) message. It was noted that the device was off/disabled and no longer providing therapy. There was no allegation or dissatisfaction with the implantable neurostimulator (ins) longevity. The consumer stated they had a return of symptoms on (B)(6) 2016 related to their back problems. The patient was implanted for post lumbar laminectomy syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the device not responding led to the end of service (eos) error message. The patient stated that they replaced the battery pack in order to resolve the eos and return of symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.